Manufacturer narrative:
A ge service representative performed an on site investigation. The wires were changed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 7700 system had broken wires. No patient injury was reported.